Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the patient entered the operating room for surgery at 08:10. When the surgery was about 11:55, when the doctor sewed the last incision with suture and took out the needle, it was found that only one section of the needle was left and another section was missing. Therefore, the emergency system was started, and the staff in the operating room helped to find the broken needle. At 12:20, the nurse found the broken needle on the ground and confirmed that it was the one to be searched for after matching with the other cutting end. So, the surgery continued. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box with vcp311h product codes, the lot #108ch9, expiration date 2030-04-30, packaging information, a closed foil of the same lot number and a damaged needle without its original curvature broken in two sections in the body area. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did the reported issue contribute to any patient adverse consequences? --no.